Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. This could also cause the cycler to look like it powered down. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no indications of a burning smell during testing. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) to report a burning smell coming from their liberty select cycler during drain 4 of treatment. In addition, the patient reported that the screen went blank and the cycler had powered down. The patient was advised to reboot the cycler. Upon power up, the ok and stop keys were on, however the screen remained blank. The patient confirmed the power cord was securely plugged in and the power switch was turned on. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the cycler replacement. It was reported that the patient would perform an alternate method of pd therapy. Follow-up confirmed there were no patient adverse effects experienced and no medical intervention was required as a result of the reported event. The patient did not complete their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.